Event description:
It was reported that there was a loss of monitoring on 12 telemetry patients for a period of 2 hours. No reported patient injury or death. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.